Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had damaged. The customer¿s blood glucose level was 459 mg/dl. The customer states there are cracks down battery compartment going down. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents. Also passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature working properly. No calibration error or lost sensor alarms noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained address/serial number label.